Event description:
The pump was returned to animas and was investigated. Investigation revealed a shifted electrical component in the force sensor circuit. This report is made based on the results of investigation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was opened up and inspected. An electrical component in the force sensor circuit was found to be shifted on the printed circuit board. Unrelated to the force sensor issue, a single incident of self-suspension was reported without impact to the patient. The pump history showed one suspend alarm during the time period in question. After repairing the force sensor circuit, the pump was exercised for 24 hours without any suspends occurring. The keypad buttons were found to be operating correctly, with no hypersensitivity noted. The pump was suspended and gave the appropriate suspend audible and visible alert. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).